Manufacturer narrative:
This device was included in the scope of a recall, however it cannot be determined if the reported event is related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI #): (B)(4). Concomitant medical product: catalog #: 141213, biomet knee system primary tibial modular tray with locking bar, lot # 729570. Catalog #: 184766, vanguard knee system series a standard patell 3 1/4" pegs, lot # 172160. Catalog #: 141314, biomet knee system modular finned stem with screw, lot # 673250. Catalog #: cp113621, custom titanium vanguard femoral ion implant 67.5mm left, lot # 913840. Customer has not indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06396, 06397, 06399, and 06424. Device remains implanted.

Event description:
It was reported after a knee arthroplasty that the patient is experiencing pain, swelling, warmth to the touch, and fever six (6) weeks post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.